Event description:
The pt's condition suddenly changed during hospitalization. The pt went into shock and then cardiac arrested. Coronary angiography was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and balloon angioplasty were conducted. An intra aortic balloon pump was also inserted. Flow was restored, but later that night the pt expired.